Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that prior to use the balloon of the radial band leaked and was unusable. Another device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. Nine devices were returned for evaluation. Eight of the devices were received in sealed pouches, while one device had been unsealed at the customer site. There was no presence of clinical evidence seen on the device used at the customer site. All of the devices were then inflated with a 10ml syringe and submerged underwater. Leaks were not observed while the prelude devices were inflated underwater. The devices were left submerged for the duration of 3 minutes and remained inflated during that time. The product evaluation was not able to confirm a leak as reported. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaint for this lot number was found.